Manufacturer narrative:
(B)(6).

Event description:
It was reported that after a short time of use, 3 pumps displayed "upstream occlusion" while using a cadd® cadd® medication cassette reservoir. Other tests were also carried out - venous return, tubing with the connection pump, and implantable catheter port. The patient had delay of treatment. However, there were no health consequences observed. The patient received treatment the next day.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned. The product was received in used condition without its original packaging and came connected with an extension set. The cassette was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No discrepancies were detected. The sample was set for a cadd legacy plus pump. The product was successfully attached to the pump without any alarms activating. It was also set to run without any difficulties. No root cause was determined since the complaint was not confirmed. No issues were found with the product. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.